Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to physical damaged to lcd glass. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin alarmed motor alarmed. Customer blood glucose reading is 66 mg/dl. Customer said the insulin pump is not working anymore. Customer said the insulin pump screen is not readable. Customer states the pump was neither dropped nor bumped. Customer said motor error has been alarming for months. Customer was not able to troubleshoot for motor error or low blood glucose reading because the screen issue. Customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.